Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp, calling on behalf of a customer, reported the customer received low values with the adc freestyle libre sensor scan compared to the laboratory result. On (B)(6) 2018, the customer obtained a reading of 95 mg/dl at 12:30 p.m. And was "not feeling well". Customer was seen at the hospital and a laboratory reading of 519 mg/dl was obtained at 12:59 p.m. Customer was diagnosed with diabetic ketoacidosis and treated with insulin via IV, actrapid infusion dosed at 2 units to 3 units per hour, litican (alizapride), ondansetron and sodium bicarbonate 8.4%. Caller additionally reported that a sensor reading of 98 mg/dl was obtained at 1:13 p.m. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
An hcp, calling on behalf of a customer, reported the customer received low values with the adc freestyle libre sensor scan compared to the laboratory result. On (B)(6) 2018, the customer obtained a reading of 95 mg/dl at 12:30 p.m. And was "not feeling well". Customer was seen at the hospital and a laboratory reading of 519 mg/dl was obtained at 12:59 p.m. Customer was diagnosed with diabetic ketoacidosis and treated with insulin via IV, actrapid infusion dosed at 2 units to 3 units per hour, litican (alizapride), ondansetron and sodium bicarbonate 8.4%. Caller additionally reported that a sensor reading of 98 mg/dl was obtained at 1:13 p.m. There was no report of death or permanent impairment associated with this event.